Manufacturer narrative:
The insulin pump passed rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated the alarm would occur during boluses. Customer stated they have changed the infusion set, but the alarm persisted. The customer's blood glucose was 299 mg/dl. The customer agreed to return the insulin pump for analysis.